Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the old ipg was replaced per patient's request and was reportedly doing well following procedure. The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that following a non device related surgery, the patient's ipg was experiencing difficulty charging and communicating. It was not known if electrocautery was used in the previous surgery. The patient's ipg will be explanted.

Event description:
A report was received that following a non device related surgery, the patient's ipg was experiencing difficulty charging and communicating. It was not known if electrocautery was used in the previous surgery. The patient's ipg will be explanted.